Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the insulin pump had recurring no delivery alarms and have experienced high blood glucose. Troubleshooting for no delivery alarm was performed. The customer's blood was 202mg/dl at the time of the incident. Customer's mother stated that insulin existed during fixed prime. Troubleshooting for high blood glucose was then performed. Customer's blood glucose was 535mg/dl at the time of the incident. Customer treated with manual injections. Customer's mother stated that the drive support cap was normal, but declined to check for leaks or air bubbles. Customer's mother was concerned about insulin pump and wanted replacement. Customer's mother also stated during troubleshooting that the customer was hospitalized with diabetic ketoacidosis the week prior but stated that it was not due to the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, cracked lcd window, cracked end cap and address serial label missing. The drive support disk was inspected and no anomaly was noted.